Event description:
It was reported that this device could not be interrogated. The patient was about to undergo a medical procedure, and the doctor wanted the device checked prior to the procedure. The patient has been lost to follow-up. An attempt to do a magnet reset was tried and was unsuccessful. No tones were heard with magnet application. Technical services discussed options with the caller. The patient has left for the procedure. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. It was reported that this device could not be interrogated. The patient was about to undergo a medical procedure, and the doctor wanted the device checked prior to the procedure. The patient has been lost to follow-up. An attempt to do a magnet reset was tried and was unsuccessful. No tones were heard with magnet application. Technical services discussed options with the caller. The patient has left for the procedure. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. It was reported that this device could not be interrogated. The patient was about to undergo a medical procedure, and the doctor wanted the device checked prior to the procedure. The patient has been lost to follow-up. An attempt to do a magnet reset was tried and was unsuccessful. No tones were heard with magnet application. Technical services discussed options with the caller. The patient has left for the procedure. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The cause traced to component failure investigation conclusion code was selected based on analysis of the returned product which found evidence which meets criteria for trend/CAPA tr18007, that is, evidence of a leaky c2v35 capacitor (hydrogen-induced). The CAPA investigation has deemed this to be a component issue.